Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted and changed on its own. When the user reinstalled the 30-degree scope, it flipped over on its own. It was fixed when the scope was reinstalled without using the guide tool change. The endoscope was recognized in the correct orientation. The issue was resolved by reseating the endoscope and the procedure was completed with same scope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the customer informed the technical support engineer (tse) that the image of the 30-degree endoscope appeared upside down during the surgery. The customer mentioned that the issue was resolved by reseating the endoscope. The customer wanted to know what happened. The tse explained to the customer that that the issue could occur sometimes because of the guide tool change function. The tse explained to the customer how to disable the guide tool change function before changing the endoscope. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly installed endoscope.